Event description:
It was reported during a routine office visit, that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 145 ohms). The boston scientific representative reported performing troubleshooting lead integrity with pocket manipulation and provocative maneuvers to verify integrity. No noise was seen. All other parameters were stable and within range. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.